Manufacturer narrative:
H10: manufacturing review: as the device was not returned and no manufacturing related issue was identified, a device history record and manufacturing reviews are not required. Investigation summary: the device was not returned for service; therefore, the service depot evaluation could not be performed. As the evaluation could not be performed, the investigation is inconclusive, and the definitive root cause could not be determined based on the available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 06/2020), h11: h6 (result, conclusion), h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a vacuum assisted breast biopsy procedure, the device allegedly had unintended cutting sequence inside the patient. The procedure was completed using another device.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2020).

Event description:
It was reported that prior to a vacuum assisted breast biopsy procedure, the device allegedly had unintended cutting sequence inside the patient. The procedure was completed using another device. There was no patient contact.